Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1486, awareness date 21-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012. The consumer reported she suffered a lot of pain and could not sit down all the way for over 2 weeks. She also had tons of cramping. A piece of the essure came out and she called her doctor who said it was ok. In (B)(6) 2014 the consumer had her gallbladder removed and they removed an essure coil from the fatty tissue up by gallbladder. She reported she was still suffering from pain and cramping. She still had one of the essure coils. Product technical complaint investigation received on 11-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had tons of cramping (interpreted as abdominal pain lower). A piece (device breakage) of essure came out. Approximately 2 years after essure insertion, she had her gallbladder removed for an unspecified reason and the essure coil that was in the fatty tissue up by gallbladder (interpreted as device dislocation) was removed. At the time of report she still had cramping and still had one of the essure coils. These events, except for breakage, are serious due to their medical importance. The abdominal lower pain and device dislocation are listed while the gallbladder removal and device breakage are unlisted in the reference safety information for essure. Based on an implied positive temporal relationship, essure safety profile, and lack of alternative explanation, the events device breakage, device dislocation and abdominal pain are considered to be related to essure use. However, since essure does not contain any drug and has only a localized mechanical action, its systemic influence is unlikely. Therefore, the gallbladder removal was assessed as unrelated to essure. This case is regarded as incident since a device removal was required. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect a causal relationship to a potential quality deficit as no defect was confirmed and no medical events were reported. No active follow-up will be pursued, as this case was identified during health authority website monitoring.